Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported power issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported unexpected loss of power could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that a new battery was installed in the device and the device abruptly powered off. Another new battery was installed and the device powered off by itself again. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that a new battery was installed in the device and the device abruptly powered off. Another new battery was installed and the device powered off by itself again. There was no patient use associated with this event.